Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a varicose veins and gastrointestinal bleeding procedure performed on (B)(6) 2025. According to the complainant, during the procedure the band failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Manufacturer narrative:
Block h2: correction: block b5: there was no difficulty setting up the device. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. The device was returned, and it was found during visual inspection that the slack was not taken up, and the handle does not have evidence that the loop was secured to the post. Also, the ligator housing did not return for analysis. Based on the evidence, the as reported code of bands failure to deploy is confirmed. A risk review was completed and confirmed that the event of bands failure to deploy was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The labeling review found evidence to suggest that the device was used in a manner inconsistent with the labelled indications. Take up slack by pulling proximal end of trip wire on handle unit and secure trip wire in slot on handle unit, however, the slack was not taken up, and the handle does not have evidence that the trip wire was secured to the post. The IFU contains detailed device information and instructions for the device use and there is no evidence that there is any issue with translation, wording, or graphics of the IFU/labeling information. All compiled information on this investigation determines that the most probable cause is failure to follow instructions.

Event description:
(B)(6) 2025 - casta60. It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a varicose veins and gastrointestinal bleeding procedure performed on (B)(6) 2025. According to the complainant, during the procedure the band failed to deploy. There was no difficulty setting up the device. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event.